Event description:
When the physician placed the graft he was aware that the patient had left renal artery stenosis. Physician was prepared to stent the artery at the time of the procedure. During entry from the left brachial approach, the tip of the catheter was inadvertently sheared off. Another manufacturer's stent was placed in the left renal artery and stent, securing it in the artery next to the wall. Post aniogram noted a proximal type I endoleak. Another manufacturer's stent was placed at the proximal portion of the main body graft. After having stent and ballooned the locations, the patient's renal artery was patent, with no noted evidence of endoleak viewed during the final angiogram.